Manufacturer narrative:
Procedure ID (B)(6) was reviewed. The patient was docked poorly, and the suction ring is decentered. The patient movement away from the system during the laser treatment can lead to a capsular tear and some shots being fired into the cornea. The system is designed to halt firing, but the final line of shots must be completed before this happens.

Event description:
P1008 - tags / incomplete capsulotomy - issue: on 01/03/2024, cas(lls5035) reported to fs that during procedure ID #(B)(6), they had a capsular tear/tags in the nasal region. Site is seeking review of procedure.